Manufacturer narrative:
Two cases of samples were returned to deroyal on feburary 10, 2023. The samples were leak tested and confirmed to be suctioning improperly. To further investigate, each lot that was in stock of products phesl-1000b were pulled and tested from deroyal distribution center. Parts from each lot were functionally leak tested from each lot and passed. Complaints records were reviewed between 2021-2022. Within this timeframe, (B)(4) cases of part phels-1000b were sold with (B)(4) complaints filed. This is a ratio of (B)(4). Production records were reviewed within the timeframe of this complaint and it was identified that the newest variable in product was an injection-molding machine that is a higher tonnage machine that what the lide is typically ran on. It was determined that the fill time on one of the five lots isolated was faster than the spec. This faster fill time was recreated and was found to yield unacceptable parts. From this investigation, deroyal isolated the malfunction to one lot and initiated a recall (# 6034-0215.23) to remove the affected lot from the field. Root cause: the root cause was determined to be due to an inadequate process control of the validation process, lack of resources, as well as deviations of procedural requirements. Due to this issue, a recall (# 6034-0215.23) was issued. A CAPA was assigned tp the branch plant with the non-conformance to address the issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if more information becomes available.

Event description:
Canister did not maintain suction during intermittent suction use. Report of patient vomiting.

Manufacturer narrative:
A user facility complaint was received on 2/6/2023, reporting "canister did not maintain suction during intermittent suction use. Report of patient vomiting." Deroyal isolated the malfunction to one lot and initiated a recall to remove the affected lot from the field. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report once more information is concluded from the investigation.

Manufacturer narrative:
A user facility complaint was received on 2/6/2023, reporting "canister did not maintain suction during intermittent suction use. Report of patient vomiting." Deroyal isolated the malfunction to one lot and initiated a recall to remove the affected lot from the field. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report once more information is concluded from the investigation.